Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system never provided effective stimulation. Surgical intervention may occur later to address the issue.